Manufacturer narrative:
(B)(4) -material fragmentation. (B)(4). The device has not been returned. Therefore, an analysis cannot be performed. This device is used for therapeutic purposes.

Event description:
It was reported that intraoperative, the diamond bur was losing fragments of diamond. Requests for additional information have been made with no response received. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.